Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual and microscopic inspection found no irregularities. The device case was opened and a simulated load was applied. An infrared camera noted that there was a spot where emissions between capacitors looked warmer than usual. This warm spot was likely a capacitor failure.

Event description:
Boston scientific received information that after several failed remote interrogation attempts this patient was brought in to perform an in office interrogation. This interrogation was also unsuccessful. As a result the health care professional (hcp) wasn't confident that the device was capable of performing and the device was explanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in failed remote interrogation attempts and premature battery depletion.

Event description:
Additional information became available that this device was explanted and successfully replaced.